Event description:
It was reported that both legacy pumps alarmed for "no disposable", troubleshoot unsuccessful, most likely faulty cassette. Changed cassette, would not run but other pump did. Replaced 1 pump and 4 extra cassettes. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 07-jun-2022 via email and attached to complaint object: patient details updated in complaint.